Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be the electronic control unit (ecu) wires were corroded due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery, it was discovered that the battery reamer drill device heated up and started smoking. The reporter indicated that it smelled like an electrical fire. The event was not related to surgery. There was no patient involvement reported. There were no delays to the surgical procedure as a spare device was available for use. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.